Event description:
L5-s1 instrumentation using expedium system was done for the patient with lumbar degenerative spondylolisthesis. When creating a screw hole at s1 with the probe in question, the tip of the probe broke and fell in the patient¿s body. The surgeon retrieved the broken tip and completed the case without delay. After the surgery, it was confirmed by x-ray that no broken piece was left in the patient¿s body. According to the surgeon, the patient¿s bone was hard.

Manufacturer narrative:
Device manufacture dates, jul 9, 2009 and jul 25, 2009. Visual examination of the returned device revealed that the tip was fractured 40mm from the probe¿s distal tip. The second half of the tip was not returned with the device. The device was sent for fracture analysis. The fracture analysis report suggests the probe underwent a static brittle failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the probe¿s distal tip becoming broken cannot positively be determined. However the fracture analysis report suggests the probe underwent a static brittle failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The straight expedium thoracic pedicle probe [product code: 2797-02-030] was not returned for evaluation. It was initially identified that the device was available for return, request have been made to have the sample returned for evaluation and no device has been received or a tracking number provided. No indication has been given to the device¿s availability. Sample status has been changed to ¿none.¿ should more information and/or the sample be provided at a later date, then it will receive full investigation. A review of the device history record (DHR) for the straight expedium thoracic pedicle probe could not be conducted as the lot number was not provided. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Root cause is undetermined : insufficient information without the returned of the device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as no systemic trend has been observed in this complaint file. Therefore, this complaint file will closed with no further action required. Should more information and/or the sample be provided at a later date, then it will receive full investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate .